Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. It was reported that the pt was unconscious at the time of the event. The pt's friend witnessed the event. After review of the downloaded data, it was confirmed that the pt received two inappropriate treatments at 0:08:23 and 00:08:45 on (B)(6) 2015. Non-sustainable ventricular tachycardia (nsvt) and atrial fibrillation contributed to the false detections. A review of the downloaded data confirms the response buttons were pressed intermittently prior to the treatment sequence but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt was in the ICU sedated.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was in the ICU sedated. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 03/2014 - reuse. Electrode belt sn (B)(4): 05/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, cn be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.